Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that ¿the patient¿s symptoms are markedly improved. The device is working properly.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had their device implanted three years prior to the report. They had an accident and all of their wires were burnt off, so they had to go have it repaired. It was confirmed they had a lead replacement a couple of weeks prior to the report. The patient further explained the accident to be the fell and, since then, their device didn't work. It had probably been a couple of years since then, but they had just been wearing thick pads. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the cause of the wires burning off was that the lead was inoperative. It was reported that they didn't know the reason, but they presumed it was related to a fall. It was also reported that the lead replacement resolved the issues. No further complications were reported.